Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the continuous glucose monitor (cgm) had inaccuracies compared to blood glucose (bg) meter in addition to an adverse event that occurred. The sensor was inserted in the patient's abdomen on (B)(6) 2016. The patient sated that on (B)(6) 2016, he experienced a low and passed out at work at about 4:30 pm and the emergency medical teams (emt's) were called by his coworker. When the emt arrived they tested the patient's blood glucose (bg) and his bg was 19mg/dl. The emt then gave the patient glucose from a tube. After taking the glucose, the patient states that he felt better after about 20 minutes of taking the glucose, but due to bumping his head on the carpeted floor, he was transported to the hospital. The patient stated that he was released on the same day (B)(6) 2016 at about 8 pm. At time of contact the patient was back to normal. No additional event or patient information is available. No product was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.